Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02941.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The dates of the events are unknown; however, the article was submitted for publication on february 15, 2021. Therefore, the submission for publication date was used as the occurrence date. Please reference article: huded, chetan p., keith b. Allen, and adnan k. Chhatriwalla. "Counterpoint: challenges and limitations of transcatheter aortic valve implantation for aortic regurgitation." Heart (2021). Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest the cause of the event was patient/procedural related (lack of a suitable anchoring zone). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through article "counterpoint: challenges and limitations of transcatheter aortic valve implantation for aortic regurgitation" a patient was treated with transfemoral tavi using a 29 mm sapien 3 valve with 5 cc over nominal fill volume in the aortic position. Due to lack of a suitable anchoring zone for the transcatheter heart valve (thv), the valve migrated lower into the left ventricular outflow tract than intended during deployment, resulting in severe paravalvular regurgitation. A second 29 mm sapien 3 valve was then deployed within the first valve to treat the paravalvular regurgitation. The second valve was also deployed lower into the left ventricular outflow tract than intended, but the valve in valve deployment resolved the paravalvular leak. The patient developed complete heart block requiring a permanent pacemaker, likely due to the over sized and malpositioned thv. He was discharged on postoperative day one. At the 1 month follow up, moderate paravalvular regurgitation and new severe mitral regurgitation. CT demonstrated posterior rotation and migration of the thvs further into the left ventricular outflow tract resulting in perforation of the anterior mitral leaflet by the thv struts. The patient ultimately was treated with surgical aortic valve replacement and mitral valve repair.